Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.4 cm diameter para-renal abdominal aortic aneurysm. The iliac arteries measured 11.3 mm in diameter bilaterally. It was reported that on the same day of the procedure there was distal limb compression confirmed by ivus interpretation; however, the patient had no symptoms and there were no clinical sequelae. The cause of the limb compression is unknown. The physician implanted two balloon expandable stents from another manufacturer to open the compressed ends of the stent graft limbs. No clinical sequelae were reported and the patient is fine.